Event description:
A physician reported a pt with a multiple treatment history who was treated on 26 october 1998 into the outer cheeks, upper vermilion, corner of the mouth, and suborbital region. On 2 november 1998, the pt was seen for unrelated laser procedure. No complaint was noted at that time. On or about 1 december 1998 the pt called to report the onset of "red blotches". On 7 december 1998 the pt called complaining of a "lump" on 6 december 1998. The physician noted welts at the left and right cheeks with some hyperpigmentation. The welts on the right cheek had become smaller since onset. The pt was advised to discontinue consumption of alcoholic beverages. The physician prescribed solaquin gel and hytone lotion. On 14 december 1998, the pt was seen with persistent symptoms and was advised to continue the prescribed medications and return in one week. On 15 december 1998 the pt called reporting that "red blotches" had recurred on the left side of cheek, but had resolved on right. The physician noted the symptoms as a possible hypersensitivity and prescribed oral aleve. As of february 1999, the physician did not believe the symptoms were related to collagen but cautiously had elected not to treat the pt with collagen again. The physician stated that not all the collagen treated areas were symptomatic, and some facial areas not treated were symptomatic.